Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted for two (2) years, two (2) months, was explanted due to enterococcus faecalis endocarditis and abscess. The explanted device was replaced with a 21mm bioprosthetic valve. Patient was discharged on pod #53. Per medical records patient presented with bacteremia and progressive 2nd degree heart block and underwent redo-avr and aortic root repair and enlargement with bovine pericardial patch. There was a root abscess between the left and right coronary arteries. Pannus was also noted. After removal of the valve, there was a perforation of the ventriculo-arterial junction below the right/left commissure, with an associated pseudoaneurysm. There was no paravalvular leak after the replacement valve was implanted.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. Multiple attempts to retrieve additional information have been performed with no response from the healthcare provider. The cause of the event cannot be determined with the available information. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted for two (2) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve.